Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. It was seen that the fan assembly is not spinning. The power board and alarm sounder is creating the non-conformance. Service technician replaced the fan assembly, power board and alarm sounder. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 alarmed hardware fault and the ventilation stopped. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to duplicate the original complaint in the failure analysis lab. The fan assembly was found to be non-functional due to damaged fan motor circuitry. This uut (unit under test) is used in proximity of active MRI(magnetic resonance imaging) machines.